Manufacturer narrative:
Facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture on an unknown side. Device remains implanted.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, e1, h4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: g1, h6.

Event description:
Healthcare professional reported a rupture on an unknown side. Device remains implanted.